Manufacturer narrative:
Internal reference: (B)(4). The device was received by the manufacturer and during the evaluation it was observed that the distal tip coil and the soldered dome attached at the end of the tip coil were missing. The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaint had been reported within this lot for this same failure mode. During examination of the returned device, it was observed that the hypotube was kinked in multiple locations, the conductive bands were bent, and approximately 3.0cm of the distal tip coil and the soldered dome attached at the end of the tip coil were missing. The pressure sensor was intact; however some whitish debris was noticed in the sensor area. During functional testing, the wire failed to zero and an unstable/intermittent signal was obtained which confirms the reported complaint. This type of signal failure typically occurs when the conductive band is damaged or bent during use. The damaged to the conductive band is likely due to user handling. The tip coil separation observed in the returned device is likely to occur if excessive force or manipulation is applied on the device; however we were unable to conclusively determine when the separation occurred. No adverse events were reported by the user and the patient was released from the hospital according to the original treatment plan. This event is being reported as it is not possible to determine when the distal tip coil became separated. No further action is required.

Event description:
It was reported that the pressure guidewire was recognized and inserted into the guiding catheter. Then, while attempting to normalize the guidewire, an error message indicating the guidewire signal was unstable was observed. All applicable procedure steps were repeated; however the same failure occurred. It was further reported that the pressure guidewire was visually inspected while unpacking and no damage was observed. The target lesion was stenosis distal lad, short left main (lm), pre stent in the proximal lad. There was no visible damaged on the pressure guidewire when it was removed from the patient's body. The procedure was continued with another manufacturer's guidewire. The pressure guidewire wire was cleaned and wiped down before repacking for return to the manufacturer. The angio scene with the newly placed guidewire did not show any other x-ray visible material except for the existing new guidewire. The last scene of this procedure showed no lost material either. There was no report of adverse events due to this incident and the patient was released from the hospital according to the original treatment plan. The device was received by the manufacturer and during the examination it was observed that the distal tip coil and the soldered dome attached at the end of the tip coil were missing.